Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number and expiration date were not provided. It was noted that the customer experienced frequent "abnormal aspiration" errors. The field service representative found the rinse tube was defective, the gear pump pressure was low, and the gear pump head was overdue for replacement. He performed adjustments, replaced the gear pump, the cuvettes, and the halogen lamp, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable microalbumin results for 2 patient sample on a cobas 8000 cobas c 502 module. Sample 1: the initial result was 3.3 mg/dl, and the repeated result was 0.5 mg/dl. Sample 2: the initial result was 4.3 mg/dl, and the repeated result was 2.5 mg/dl. The repeated results were believed to be correct.